Manufacturer narrative:
Unit passed displacement test; however, unable to prime unit during the prime/delivery test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed. Unit received with minor scratches on lcd window. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm during bolus. Customer's blood glucose was 300 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed three motor error alarms within the last month and no motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.